Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. Additionally, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2008, the patient underwent an endovascular repair of a descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg2815/06451078, tg3115/06452509). The procedure ended without any complications. The pre-operative aneurysm diameter measured 65mm. On (B)(6) 2009, the patient was discharged from the hospital. On (B)(6) 2009, follow-up images showed no endoleak, and the aneurysm diameter measured 58mm. On (B)(6) 2009, an endoleak from an unknown origin was identified. The aneurysm diameter measured 58mm. On (B)(6) 2010, the persistent endoleak of an unknown origin was observed. The aneurysm diameter measured 61mm. On (B)(6) 2010 angiographic image showed a type ii endoleak. The aneurysm diameter measured 64mm. On (B)(6) 2011, coil embolization was performed to treat the type ii endoleak. On (B)(6) 2013, the persistent type ii endoleak was observed. The aneurysm diameter measured 79mm. No re-intervention had taken place.